Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the field evaluation, the fse confirmed through the customer that the procedure was completed without further issue. The fse reviewed the procedure video and confirmed that the camera clutch was pressed, and the issue occurred two times on the universal side manipulator (usm) arm 3 during arm swap of usm arms 1 and 3. The fse performed system testing and the customer reported issue was not reproduced. The system was checked and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure using a dual surgeon console setup, the endoscope rotated 30 degrees without being controlled after installation. The customer received phone assistance from the technical support engineer (tse). The tse instructed the customer to reinstall the endoscope as well as the surgeon to tilt their head for better visualization. The tse informed the customer that the endoscope could be manually rotated. The procedure was completed with no further issue reported using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use. Customer confirmed that the endoscope did not rotate without pressing camera clutch in renal operation. The issue occurred twice on usm arm 3 and during arm swap. The procedure was completed using the same endoscope. Fse confirmed that there was no system issue and no defective endoscope.

Event description:
Refer to h10/h11 for follow-up information.